Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. Irritation was described as garment cutting into the patient's skin. There were no open wounds. There was no alleged device malfunction contributing to the irritation. Patient reported that a medical professional removed the lifevest. Follow up indicated that the patient signed a dnr and ended use. Outcome of irritation is unknown.